Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rubbed raw and open under arm. There was no alleged device malfunction contributing to the irritation. The patient¿s physician covered the area with gauze and prescribed an antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.